Event description:
It was reported by dealer that the boom is slightly bent on the 9805 lift. Not sure how it happened came back that way off a rental. Provided part number, dealer will order online. No further information provided by caller.